Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. It was also reported the patient's right ventricular (rv) lead exhibited high thresholds. The output of the rv lead was adjusted and lead remains in use. No patient complications have been reported as a result of this event.